Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Manufacturer narrative:
The device was returned to a third-party service center where it was inspected internally and externally. Evaluation results determined no errors were found. The sd card, pollen and fine filters were replaced. Additionally, the device was cleaned and passed all tests.